Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states (section watching power up) if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. No product was returned however the pumps operators manual in section the alarms and messages section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to smiths medical if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the device exhibited error 1660, unresolved with troubleshooting after taking batteries out and reinserting them, pump alarmed with blank screen and no response from keys. There was no patient injury reported.